Manufacturer narrative:
The device was returned for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model crus6a. Recanalization catheter allegedly broke. It was further reported that another device was used to complete the procedure. This information was received from single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is not provided, and the weight is (B)(6) lbs.

Manufacturer narrative:
H10: the device was returned to bd for evaluation.the company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model crus6a. Recanalization catheter allegedly broke. This information was received from single source. This malfunction did involve patient with no reported patient injury. The patient is 74 years of age, the gender is not provided, and the weight is 250 lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model crus6a recanalization catheter allegedly broke. This information was received from single source. This malfunction did involve patient with no reported patient injury. The patient is 74 years of age, the gender is not provided, and the weight is 250 lbs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned to bd for evaluation and the investigation is inconclusive for break, however, confirmed for reflux in device. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.